Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault" error message. The clinician could not provide which pacer fault was seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow up report when our investigation is completed.